Event description:
The manufacturer received information alleging a ventilator was displaying a red screen and a "service required" alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ¿ventilator inoperative¿ codes were found in the ventilator's downloaded error log. The device's blower motor and machine flow sensor were replaced to address the issue.